Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Functional testing was not performed as the device was not able to be turned on. Visual inspection was performed, which identified the damaged/blown main fuse. The cause of the blown fuse was unable to be determined. To correct the condition, the main fuse was replaced. The device was serviced to meet specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a blown fuse. No additional information is available.